Manufacturer narrative:
This customer sent an email to our company on (B)(4) 2010, with the name of the medications prescribed by her doctor: methylprednisolone 4 mg and fluocinonide 0.5%.

Event description:
This customer has tried lifestyles excite gel for the first time and had developed an allergic reaction. The symptoms described by her were: "severally red and itching."